Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently started to fill the infusion set tubing while connected to the pump. After 3 units had been used to fill the tubing, the customer disconnected from the tubing. The cartridge pigtail and infusion set tubing were still empty. The customer was certain no insulin had been delivered. The customer completed the supply change with no further issue. Blood glucose was 115 mg/dl.